Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one year following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed an aortic valve mean gradient of 13 mmhg. The two-year echocardiogram showed the aortic valve mean gradient to be 25 mm/hg. No treatment was prescribed, and no adverse patient effects were reported. Additional information reported that the increase in the aortic valve mean gradient was moderate aortic stenosis. No treatment was prescribed, and no adverse patient effects were reported. Additional information indicated that upon the seven-year follow-up appointment, the mean gradient had increased to 27 mmhg. No treatment was prescribed. No adverse patient effects were reported. Additional information indicated that the eight-year follow-up appointment showed the mean gradient had decreased to 8 mmhg. The mod erate aortic stenosis was noted to be recovered. No treatment was prescribed. No adverse patient effects were reported.